Manufacturer narrative:
The detector panel was returned to the manufacturer for analysis. The detector panel and cp2 were installed in a test system and the system readied as expected. Fluoro and rad gain cals were successful, as were 2d and 3d imaging. Device remained under test greater than 2 weeks. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. The 2d image was okay but the 3d image had lots of artifact. 3d air spin had lots of rings. Rad gain calibration also did not pass. Fluoro gain calibration passed. The rep completed the generator auto calibration which did not fix the issue. The rep completed analog offset, and running rad gain cals the system shut down the framegrabber. The rep reviewed the software logs and could see multiple framegrabber errors. The rep replaced detector panel and paxscan. The rep aligned the detector, and installed and configured the paxscan. The rep verified the max dose and air kerma. The system was found to be fully functional. Several components of the imaging system were returned and found to be unused. The detector panel was returned to the manufacturer and is currently under analysis.

Event description:
A medtronic representative reported that the site claimed that during a procedure there was artifact in the field when taking a scan. No further details were provided.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the spinal fusion procedure was an open procedure and the delay to the procedure was less than 1 hour. The mre reported the images taken by the imaging system were not useable. To troubleshoot the issue the medtronic representative rebooted the system and took another spin without resolution. The surgeon opted to complete the procedure without the use of the imaging or navigation systems; the surgeon continued the procedure with the use of a c-arm.

Manufacturer narrative:
(B)(6).